Event description:
It was reported that an ems crew was transporting a patient and before loading of the patient into the ambulance the cot was placed on an uneven surface, where it swung around and slid along the shoulder of the road and then tipped over into a ditch. It was reported that neither the brakes or the steer-lock were engaged. It was reported that the patient suffered many wounds. The paramedics stabilized the patient and transferred the patient to the hospital. It was reported that the patient passed away a few days later; however, it was not reported to be as a result of the wounds sustained during the event. The cot was not reported to have malfunctioned.

Manufacturer narrative:
Device not returned.